Event description:
It was reported that pump had a "cassette not attached" error. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext.(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing file. Please disregard any reports associated with file mrn 3012307300-2025-09567. On further review of the malfunction, it was determined that insufficient information was provided to reasonably suggest a reportable malfunction occurred.